Event description:
#Medwatcher #followup1 #fdamw5038728 #(B)(4) as of (B)(6) 2015 I had a full hysterectomy with the removal of both tubes, uterus and cervix at the age of (B)(6).

Event description:
(B)(4). Since time of implant I have had severe migraines causing vomiting blacking out extreme fevers and lose of vision. At time prior to migraines I have a vertigo spell and lose of vision. 6 different doctors have linked it to essure after MRI and other test have been done over the years. No one is willing to do anything to help.